Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call the insulin pump would not exit the preparing to prime screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer's mother reported that the piston does not stop when it reaches the reservoir. This happen several times. The customer's mother stated she wants the pump to be replace because she does not trust it. The customer's mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies noted during testing. Unit received with severely scratched lcd window, damage display window cover, scratched case and cracked retainer.